Manufacturer narrative:
H3: device evaluated by MFR?; code 81 - device evaluation is not necessary because the return and evaluation would add no value to the investigation.

Event description:
Report was received patient was scheduled for surgery due to patient's wound reopening and vns generator was exposed. Device history records were reviewed for the generator and lead. The generator and lead passed all specifications prior to distribution. The generator and lead were hp sterilized. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
H6. Adverse event problem codes; corrected information; e1713 determined to be a more representative code of the event at hand per internal procedures.